Event description:
It was reported that the ilet bionic pancreas became unusable when the screen bezel separated, consistent with a loss or failure to bond of the display component, and a replacement process was discussed with the caregiver. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the device, consistent with a component failure involving the display and a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.